Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette n/a. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event log recorded reported error, 9 times. Visual test was performed, and the customer's problem was not duplicated. However, the probable cause of the issue was an out of calibration downstream occlusion (dso) sensor. The dso sensor was recalibrated to fix the issue.